Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The device is fractured near the distal tip of the outer shaft. The inner shaft is deformed and loose in the outer shaft. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: additional information: section d4, d9 and h3 updated.

Event description:
It was reported that during a knee procedure, the biosure driver snapped when inserting into the tibia. All the broken pieces were retrieved using graspers. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported. Current patient status is fine.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).